Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis was performed, and there is no evidence of premature battery depletion (pbd). The device is operating and depleting normally. The device remains in service. No adverse patient effects were reported. Additional information was received indicating a battery depletion (bd) alert was recorded. Technical services (ts) noted the device was implanted in (B)(6) 2018, representing longevity of eight years at the time of the bd alert. The bd alert was reported prior to the device reaching its determined elective replacement indicator (eri) battery status, which was unexpected for the clinician monitoring the battery status. Consequently, the device was exhibiting pbd behavior but was exceeding the labeled longevity at the time of the bd alert observation. Engineering analysis of the device data determined the device should be replaced within 90 days, noting the device may declare eri within the replacement window. The device remains in service. No adverse patient effects were reported.